Manufacturer narrative:
Investigation results: no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Since we have not received the defective sample, we cannot confirm the status and composition of the foreign matter, so the root cause of this defect cannot be determined. The plant will continue to track and monitor such defects.

Event description:
No additional information.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc had foreign matter (B)(6) 2025: patient admitted to geriatrics department with diagnosis: community-acquired pneumonia. On (B)(6) 2025, during intravenous infusion therapy, a hard foreign object was discovered in the heparin cap of a closed-system intravenous catheter upon insertion. The device was immediately discontinued and replaced with a compliant product. This incident was reported as an adverse event and the manufacturer was notified.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.